Manufacturer narrative:
Investigation: one photo was received by bd (B)(4). A syringe of unknown size ¿ no grad marks were visible ¿ was depicted in the photo filled with unknown white fluid with a capped needle attached. Dark marks in the shapes of rings on the barrel were observed. The photo was of poor quality/low resolution. It was not possible to determine if the marks were on the outside or the inside of the barrel, nor was it possible to identify the marks. DHR review for batch #7088575 (p/n (B)(4)): manufacturing dates: 4/17/2017 ¿ 4/18/2017. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7088575 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Based on the sample evaluation, bd canaan was able to confirm the customer's indicated failure although without a sample, an absolute root cause for this incident cannot be determined.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A sample is not available for evaluation. However, a no sample investigation and device history record review will be completed. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the 10 ml bd luer-lok¿ tip syringe left black rings after use. There was no report of injury or medical intervention.